Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg approximately 500 mg/dl). Infusion set was changed and insulin injections were administered to address bg. Pump system check with tandem technical support found no issues with the pump. Recommendation was made for customer to discuss event with a healthcare provider.